Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h6, h11 the customer contacted olympus technical assistance support (tac) by phone. We advised the customer to power off the tower and connect a different scope. After following these steps, the error was resolved. The customer notified tac of the outcome. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had b30 scope communication error, during set-up/inspection for use. There were no reports of patient harm.